Event description:
Rptr had a breast lift and implants. 15 mos after the surgery they went back to the surgeon because the right breast implant had deflated. Rptr was informed at that time, the product he used was pip america implants and that they were not FDA approved. He told rptr he would contact the co and see if he could get a replacement of the same product. He called back to inform rptr that he could get one and would replace it at rptr's cost. Rptr has informed him that they want both implants removed and a FDA approved implant put in. In doing some research rptr found that these implants were not to be used after 5/15/00. Rptr questions why dr is still using them.